Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax elite hand control started to heat up during the procedure. A five minute delay was noted and no patient or or staff impact was reported. The procedure was completed with a backup unit.

Manufacturer narrative:
Device investigation narrative - one powermax elite motor drive unit, part number 72200616 was received on june 03, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was observed. Complaint of overheating could not be confirmed. Product passed functional testing per process summary and high speed testing (100-10,000 rpms) for 10 minutes. Unit passed functional tests on dyonics power, dii and dii eip test control units with and without footswitch. Current draw was average for this product and overheating did not occur during functional testing. All functions performed as expected. No problem found. (B)(4).